Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error 14541. The event occurred during testing. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the past 12 months. Event history logs were erased when the internal battery failed. Primary reported problem was duplicated. Powered up the device and found continuous alarmed an error code 41541. The cause of the primary problem was a faulty printed wire assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair.